Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem box gives an error code of 8. The box and the external cable was replaced and the issue was resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during servicing, the axiem box showed error code 8. It was noted the axiem box and axiem need to be replaced. This issue was noted outside of a procedure, and there was no patient involvement. (B)(4) (rep): it was updated that the issue occurred "weeks before" the representative was notified of the event. It was clarified that a patient was present at the time of the event and the procedure type was not known, but was requested. No impact to patient reported. Navigation was not aborted. No further clinical information was stated to be available.

Manufacturer narrative:
The electromagnetic localization system power/data cable was returned to the manufacturer for analysis. Analysis found there was an open on pin 2. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.